Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6)2013; 419688 lead, implanted (B)(6) 2013,. (B)(4)

Event description:
It was reported that oversensing was exhibited with the right ventricular (rv) lead, which resulted in inhibited pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.